Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on the bus, and a duplicate address was identified. A field service engineer shut down the station, and all drawer boards along with the retractor band were replaced. After restarting the station, the drawer was tested using the hardware test application (hta), and all tests passed successfully. The application was restarted, and the customer was able to recover the previously failed cubie pockets. Medications were unloaded from the affected pockets, and the customer planned to install new pockets and reload the medications later. All failed pockets were resolved, and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.